Event description:
The patient stated that she was hospitalized due to low blood glucose levels. The patient stated that her blood glucose went low, and she thought she was having a heart attack as she was experiencing chest pain. The patient's blood glucose at the time of admission was 72 mg/dl. The patient stated that her blood glucose levels had been erratic for the past two weeks, and her physician has been making adjustments to her settings. The patient has also been on dialysis due to kidney failure. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.